Manufacturer narrative:
The device was returned for evaluation. The device voltage was received at elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device.